Manufacturer narrative:
Power load.

Event description:
It was reported by service report that the power load was not working and the trolley could not be locked in the transport position. No pt involvement or adverse consequences are reported.